Manufacturer narrative:
This report is being supplemented to provide customer-reported cleaning process, and additional information based on the legal manufacturer's investigation. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed it with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has almost eight years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had weak air supply. During evaluation, the following reportable issue was found: the nozzle had foreign object. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, air supply volume did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up down knob was out of the standard value, bending section cover, connecting tube, switch box, universal cord, and the protector of universal cord on suction connector side had a scratch; adhesive on the bending section cover had white clouded area, due to clogging of nozzle, water supply volume did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, paint on the air water cylinder and suction cylinder was peeled, switch 4 was worn. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.